Event description:
It was reported that the patient with this spectra penile prosthesis (spp) underwent a surgical intervention due to discomfort with the device. During the surgery, the spp was removed and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with spp procedures and is noted as such in the spp instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the spp instructions for use (IFU) was reviewed. The patient symptoms of discomfort and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.